Event description:
A small material fragment was observed in the bronchial lumen during the use of the chartis balloon catheter. The fragment was removed without complication.

Manufacturer narrative:
Photographs have been received for analysis. Upon completion of the analysis, if there is additional relevant information a follow-up medwatch will be filed.